Event description:
The pt underwent colectomy procedure (laparoscopic which was converted to open) due to diverticulitis. Side to end anastomosis was created with the car device. During the procedure, there was a serosal tear at the distal stump anteriorly, which the surgeon attempted to close with sutures. Leak test was positive. The anastomosis was redone with circular stapler and the leak test was again positive. The anastomosis was reinforced by several sutures.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Since the device is water-tight sealed and was found to meet its specification, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. Pt's co-morbidities including obesity and nicotine abuse, are known to be associated with an increased risk of anastomotic failure. Thus, pt co-morbidities including the unusual anatomy may contribute to the anatomosis failure. Indeed, a second attempt to create the anastomosis with another device (circular stapler) of another MFR was also failed.